Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Device evaluation no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefor no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the child's positioning had to be changed several times in order to prevent the ventilator from "sounding occluded and the child from under-ventilating". The child should be positioned with head hyperextension to be properly ventilated. Patient suffered respiratory instability. The device was discarded after extubation.